Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17jul2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination total in the valve assessed as adhesive failure. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Health professional reported a left side deflation. Device has been explanted and replaced.